Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. The complaint was confirmed. In addition, foam contamination was found inside the blower kit and the device had dust contamination. The device was not functional, and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.